Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 472.375s, lot: 1l57762, manufacturing site: bettlach, release to warehouse date: 01. Oct. 2018, expiry date: 01. Sept. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. The returned broken pfna nail was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. The product was returned in a non-synthes bag. The laser marking was readable. Traces of use were visible and the nail is broken at the citrus shape from the nail. A DHR review was performed for the affected work order (B)(4)/ lot number 1l57762 (nail finish good product). No abnormalities, nor deviations neither ncs were detected which could lead to the complaint condition. During this investigation, the outer diameter (16.5 mm) was measured and have fulfilled the specification according to the relevant drawing. However, the dimensional and position of the citrus shape where the nail was broken, was not measurable due to the breakage point. Besides, during the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, the nail was manufactured according to its quality standards and any manufacturing issue has been excluded. For implants, there is no hardness test required/defined. However, the raw material certificate was reviewed (see material certificate attached # 1l51579) and the used raw material has fulfilled the specifications. Based on the investigation result this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specification (see section 2.4-dimensional inspection) as well as in the manufacturing documentation no issue was identified. Due to any manufacturing issue has been excluded; this complaint is not valid; therefore no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2018; exact date of postoperative nail breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient underwent an implant removal on (B)(6) 2018 due to a proximal femoral nail antirotaion (pfna) breakage. Originally, the patient was implanted with pfna nail small, pfna blade and a bolt self-tapping on (B)(6) 2018. The pfna implants were removed. There was no patient outcome reported. Concomitant reported devices: pfna blade (part #: 04.027.036s, lot #: l960881, quantity: 1), bolt self-tapping (part #: 459.400, lot #: 5945341, quantity: 1). This report is for one (1) pfna nail. This is report 1 of 1 for complaint (B)(4).